Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead triggered a high out of range shock impedance measurement through the remote monitoring system. The physician was notified and to date, no changes have been initiated nor any adverse patient effects reported.